Event description:
It was reported that an ilet device¿s touchscreen was cracked and still usable after the user noticed the damage while out to eat, with no injury and no operational difficulty reported; the device component implicated was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.